Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va11xb8, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced sudden pain in the back where the wires were. The pain began in (B)(6) 2016. It was noted by the patient that there was no fall or trauma related to the pain. The patient also reported that they could feel stimulation on programs 2 and 3, but not on programs 1 and 4 starting on (B)(6) 2017. The patient increased the stimulation on both programs 1 and 4 and could not feel stimulation on either. The healthcare provider (hcp) for the patient reported that the patient had 2 ¿ 3 falls over the past three months that may have contributed to the pain at the lead sites. X-rays showed that the leads may have become curved to the left. The hcp reprogrammed the patient¿s ins at an appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.